Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article endovascular stenting of coarctation of the aorta results in significant reduction in sbp.

Event description:
Received an article: hamid, t. E. (2015). Benefit of endovascular stenting for aortic coarctation (coa) on systemic hypertension in adults. Archives of cardiovascular disease, 626-633. Purpose: to assess systemic hypertension control and the need for antihypertensive therapy after coa stenting in adults per the article adverse events included: embolic events, dissection and a-v fistula.